Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1994 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwwatch "PICC line inserted couple of months ago, patient came to emergency department due to line would not flush or blood return. PICC line removed and knot was noted. New PICC line inserted, no issues noted."